Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on 19-apr-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2012, for permanent contraception. A vaginal discharge was reported; blood cell count was high in discharge. Suspected nickel allergy; patient went for testing and nickel allergy was confirmed. It was reported that essure would be removed on the same day of this report (within an hour). She received antibiotics. The events were ongoing. Follow up information received on 03-may-2016: quality-safety evaluation of product technical complaint (ptc): (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Follow up received on 12-may-2016: letter undeliverable to old address. Address updated. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had nickel allergy. She would undergo essure removal on the day of the report. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported include rash, pruritus, and hives. In the present case, no typical allergy symptoms were reported, however the patient underwent testing and nickel allergy was confirmed. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal will be required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information are expected.

Manufacturer narrative:
Follow-up from 11-jul-2016: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had nickel allergy. She would undergo essure removal on the day of the report. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported include rash, pruritus, and hives. In the present case, no typical allergy symptoms were reported, however the patient underwent testing and nickel allergy was confirmed. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal will be required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.